Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had dislodged at some time in the past. The atrial lead was explanted and replaced. During the pocket revision, the lv (left ventricular) lead insulation was breached. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.